Event description:
A customer contacted beckman coulter (bec) reporting that there was a fluid leak of approximately 1 ml coming from the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The customer also reported aspiration errors prior to the discovery of the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection at the time of occurrence. It is unknown if the material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse indicated that the aspiration tubing had popped off of the port on the blood sampling valve (bsv) due to possibly being tangled with the sample aspiration module (sam). The fse replaced the tubing and cleaned the bsv. The fse verified instrument operation. Failure mode is related to disconnected aspiration tubing at the bsv. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).